Event description:
Provisional head separated from the femoral stem during trial reduction during a mis 2-incision procedure. Surgeon could not determine exact location of femoral head provisional. A third incision was made to attempt removal of head, but was unsuccessful. Pt was brought back to operating room where surgeon removed the head through a 4th incision.